Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump low and high blood glucose reminders were not occurring. Tandem technical support (cts) verified pump reminders were turned on and volume was set to high. Pump history showed the pump was displaying the reminders. Cts informed pump was operating as intended; however, customer was not satisfied. Cts assisted customer with setting reminder to repeat every 15 minutes. Customer did not provide blood glucose (bg) levels. Multiple attempts were made by cts to confirm there were no further issues; however, customer did not reply.